Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was a tear in the pouch. A 1.75mm rotalink¿ plus was selected for use. During unpacking, it was noted that there was a tear of the plastic part. No patient complications were reported.